Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with tissue pad partially detached but with evidence of the tissue pad material in the groove section of the clamp arm. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Event description:
It was reported that during an hysterectomy procedure, after an hour of surgery, after taking a bite of a ligament, the surgeon noticed that the white pad was taken off completely. Surgeon did not notice or saw that the white pad started to burn or change color. It was not reported how the procedure was completed. There were no adverse consequences to the patient.